Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. MFR# clarification: new registration number 3012307300 ((B)(4)) is now being used for MFR report number, replacing registration number 2183502 ((B)(4)).

Event description:
It was reported that a deltec gripper micro safety needle bent while being deaccessed, which caused the needle to be unable to engage in the safety mechanism. The patient required three "pokes" due to device failure. No patient injury was reported.

Manufacturer narrative:
One gripper device was returned for evaluation in used condition without its original packaging. Visual inspection of the device showed that the safety mechanism had been activated and the needle was bent to the side as well as outside its base. Functional testing was unable to be performed as the device had already been activated. A review of the testing and inspection documents was deemed adequate. A review of the manufacturing process was conducted with a similar part - manufactured with the same process procedures and controls - and no discrepancies were observed. Based on the evidence, the root cause was unable to be determined as the complaint was not confirmed. A thorough investigation was unable to be conducted without functional testing.